Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the navigation system displayed a high error metric after touching eight fiducials during patient registration. The addition of more fiducials resulted in an increase in the error metric. Attempts to re-enter fiducials did not restore functionality. A tracer registration was performed, reducing the error metric but was still noted to be 2.5 millimeters. Following the registration, fiducial points were believed to be inaccurate by 1-2 millimeters. Anatomical landmarks were noted to be accurate. Additionally, the site did not adjust the 3d model. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated as part of the investigation. The analysis found that the behavior was the intended functionality of the software and that the fiducial placement was suspected to be the probable cause of the anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Demographic information has been made available and is provided. Phone number for initial reporter has been provided. If information is provided in the future, a supplemental report will be issued.